Event description:
An inflammatory mass was reported. A healthcare provider inquired if the manufacturer was aware of any correlation between inflammatory mass and syrinx. The pump was used to infuse an unknown type of drug. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8578, lot# n118945, implanted: 2007 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).